Event description:
Manufacturer follow up and troubleshooting with the vns programming system on (B)(6) 2012, did not reproduce any screen freezing events.

Event description:
Reporter indicated that a patient's vns generator was able to be interrogated but errors were received when attempting to perform device diagnostics, and the vns computer screen was frozen on an unknown screen. The reporter also indicated the vns programming wand battery was low, as pressing the battery check buttons did not illicit a response. After the patient's appointment, the patient reported to the physician that the vns stimulation felt stronger than before the visit. It is suspected an interrupted vns diagnostics test may have caused the patient's vns settings to change. Attempts for further information and programming history are in progress.

Event description:
Vns programming history for the patient was obtained and reviewed. The history dates range from (B)(6) 2006 to (B)(6) 2012. For the initial vns interrogation on (B)(6) 2012, the settings were 1ma/20hz/500pulsewidth/30sec on/60min off. The settings were corrected to 1ma/20hz/500pulsewidth/30sec on/30 min off. The last diagnostics were on (B)(6) 2012, systems ok/ok/2/no, but there is no final interrogation after the test. The next interrogation on (B)(6) 2012, indicated a faulted test had occurred due to the default settings, even though the faulted test was not seen in the programming history.

Manufacturer narrative:
Suspect medical device lot number, corrected data: the incorrect lot number was inadvertently reported on the initial MDR report. Analysis of programming history.